Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13jul2019. The field service engineer (fse) replaced the flow sensor assembly to address the issue. The root cause was identified to be the u1 component on the air flow sensor printed circuit board (pcb). This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from (B)(6) 2017 to (B)(6) 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During repair, the field service engineer (fse) reported that the air flow failed at 0 standard liter per minute (slpm). The ventilator was not in use on a patient at the time of the event occurred. The event date was not specified, estimate used.